Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection. The received used cartridge was visually, leak and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications.

Event description:
On (B)(6) 2013, wife reported the patient was in the emergency room due to hyperglycemia. Wife reported an e8 power interrupt error had appeared, and the battery had not been changed and the infusion device had not been dropped. The patient and his wife were at a meeting, and the infusion device was intentionally turned off when the vibrations were felt. They pulled over on the way home as the patient felt ill and had dry heaves. The infusion device remained off as it was unknown if symptoms were due to hypoglycemia or hyperglycemia. He arrived home around 4:55 p.m., and his blood glucose was in the 500's mg/dl. The headset was changed and the infusion device was turned on, and wife delivered an 8.0 unit bolus at 5:00 p.m. His blood glucose was around 180 mg/dl at the time of the report. He had surgery to create an arm graph/fistula for dialysis and was in a wheelchair accident during the previous week. His normal blood glucose is 120-130 mg/dl. Wife reported he was going to receive an EKG, and follow-up was completed later that day. The alarm history was viewed, and there was no e8 error message. She disconnected the infusion device and primed and bolused, and insulin was not delivered during boluses of 3.0, 2.0, and 5.0 units. She did see insulin flow during the prime. The infusion device, cartridge, adapter, and infusion set were requested for evaluation. The infusion device and infusion set were replaced. Follow-up was completed on (B)(6) 2013. He was admitted to the hospital to regulate his blood glucose and was discharged on (B)(6) 2013. His wife was unsure what treatment he received beyond insulin injections.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.